Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, low impedance and noise on the right atrial lead causing inappropriate mode switch was observed. The lead was capped and replaced on (B)(6) 2020. The patient was discharged in a stable condition after the procedure. The impedance values will continue to be monitored remotely.